Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Transesophageal echocardiography (tee) was used for the procedure. The patient had a pre-existing atrial fibrillation. During the procedure a pericardial effusion was detected under echocardiogram. Two partial re-captures of the device were done. It was noted that there was difficulty implanting the device due to a very short neck which required positioning of the device to be the deepest possible. The device was implanted. The effusion continued to grow and a pericardiocentesis was performed. Two hours post-pericardiocentesis the patient presented with a new pericardial effusion that required surgical intervention. The right ventricle was sutured and it was noted that the hemostasis around the left atrial appendage looked acceptable. The patient status was hospitalization. It is believed that the pericardial effusion was caused by the distal marker on the device.

Manufacturer narrative:
An event of pericardial effusion leading to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined; however, this could be related to the device being implanted deep in the laa due to complex anatomy. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 - medical device problem code: removed code 2993 adverse event without identified device or use problem. Added code 2682 patient-device incompatibility.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. Transesophageal echocardiography (tee) was used for the procedure. The patient had a pre-existing atrial fibrillation. Heparin was administered. The transseptal puncture was inferior and median in anteroposterior axis. A circumferential pericardial effusion was detected under echocardiogram. Two partial re-captures of the device were done. It was noted that there was difficulty implanting the device due to a very short neck which required positioning of the device to be the deepest possible. The device was implanted. The effusion continued to grow and a pericardiocentesis was performed in the right ventricle. Two hours post-pericardiocentesis the patient presented with a new cardiac tamponade that required surgical intervention. The right ventricle was sutured and it was noted that the hemostasis around the left atrial appendage looked acceptable. The patient status was hospitalization. It was believed that the pericardial effusion was caused by the distal marker on the device.